Manufacturer narrative:
Investigation - evaluation: a review of dimensional verification, complaint history, instructions for use (IFU), manufacturing instructions, quality control data and visual inspection of the returned device was conducted during the investigation. One catheter and one wire guide were returned in used condition for evaluation. The wire guide coil was unraveled, starting 480 mm from the proximal end. The diameter of the coil was found to be within specifications. An analysis of the returned wire guide did not reveal any evidence that the component was manufactured out of specifications. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. However, there is no evidence to suggest the finished product was not made to specifications. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information, inspection of returned product, and the investigation results, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Concomitant product(s): - brand name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, after a successful insertion of the cook spectrum minocycline/rifampin impregnated double lumen central venous catheter into the right internal jugular vein of the patient over the guidewire, the guidewire began to uncoil when the operator attempted to remove it from the rest of the assembly, per procedure. The customer reported that the lot number of the device is not known; however, the device has been received for evaluation. As of the date of this report, the investigation is pending. The specific circumstances surrounding the usage and handling of the device are not known.